Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the device overfeeds. There were no further information available.

Manufacturer narrative:
The service history was reviewed. The reported condition was not confirmed. When assessing the unit, the following issues were detected/serviced and replaced: gearbox damage, flash chip, gasket, tie, rotor damaged as the rollers were not spinning freely, and sensor damage. After the worn parts were fixed, the problems with the device were resolved.